Event description:
The healthcare professional reported that during an emergency coil embolization procedure targeting a gastrointestinal hemorrhage, a concomitant microcatheter (brand not specified) was inserted and delivered to the target lesion. The 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30412525) was used but the coil became stuck in the introducer and the coil could not be inserted into the microcatheter. The coil was replaced and the procedure was completed. It was reported that there were no visual abnormalities such as kink observed on the complaint coil. The physician is familiar with using the coil. Additional information indicated that the introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The complaint coil was removed through the microcatheter; the microcatheter was damaged during the manipulation upon coil delivery. The complaint device did not appear damage. Excessive force was not applied on the device. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the microscopic inspections of the returned device, the embolic coil was observed in stretched condition and entangled with the rest of the device. Based on the product analysis on 03 september 2021, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. (B)(6). The initial reporter email is not available / reported. [Conclusion]: the healthcare professional reported that during an emergency coil embolization procedure targeting a gastrointestinal hemorrhage, a concomitant microcatheter (brand not specified) was inserted and delivered to the target lesion. The 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30412525) was used but the coil became stuck in the introducer and the coil could not be inserted into the microcatheter. The coil was replaced and the procedure was completed. It was reported that there were no visual abnormalities such as kink observed on the complaint coil. The physician is familiar with using the coil. Additional information indicated that the introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The complaint coil was removed through the microcatheter; the microcatheter was damaged during the manipulation upon coil delivery. The complaint device did not appear damage. Excessive force was not applied on the device. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The introducer is noted separated from the rest of the device; it was without any damage. The device positioning unit (dpu) was observed with several kinked areas. The device is entangled with itself. There were no other damages nor anomalies observed during the visual inspection. Microscopic inspection was performed. Under magnification, the embolic coil component is observed to be in stretched condition and entangled with the rest of the device. Functional evaluation could not be conducted as the introducer was separated from the device and the embolic coil is stretched and entangled with the device. A review of manufacturing documentation associated with this lot (30412525) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that the 1.00mm x 3.00cm galaxy g3 mini coil was used during an emergency coil embolization procedure targeting a gastrointestinal hemorrhage and the coil became stuck in the introducer and could not be inserted into the concomitant microcatheter. The device was returned for evaluation and analysis; the introducer was noted to be separated from the rest of the device without any appearance of damage. The device positioning unit (dpu) was observed with several kinked areas. The device is entangled with itself. Functional test was precluded due to the condition of the returned device. The reported issue that the coil was impeded in the introducer was confirmed based on the condition observed on the returned complaint device, though the exact cause of the issue cannot be conclusively determined. Microscopic inspection revealed a stretched embolic coil entangled with the rest of the device. Procedure handling and other factors are the likely contributing factors to the observed condition of the embolic coil. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following recommendations: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. The coil stretched condition was not originally reported in the complaint. The coil can become stretched during procedure handling where force may have been inadvertently applied. It is possible that when the complaint coil became stuck in the introducer, in the attempt to get the coil inserted into the microcatheter, some force was exerted which resulted in the coil becoming stretched. It is also possible that during the preparation to return the device, the coil became stretched during the preparation for shipping. The complaint did document that there were no visual abnormalities such as kink observed on the complaint coil. Additional information did indicate that the complaint device did not appear damage. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in stretched condition, entangled with the rest of the device as observed and confirmed during the microscopic inspection. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.